Event description:
Dr was doing a scheduled laparoscopic assisted supracervical hysterectomy. The assisting surgeon, touched the metal tip of the uterine manipulator with the disposable 5mm autosonix ultra shear device. When the device was removed, the scrub technician was cleaning/wiping the autosonix device and the bottom piece of the jaw fell off. All pieces of the device were present and accounted for with no harm to the patient.